Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported that u by kotex sleek regular tampons had pledgets falling apart. Consumer reported symptoms of discharge, headache, and odor. Consumer sought medical attention the month prior and was diagnosed with bacterial and yeast infections. The infections resolved by treatment with vaginal gel (B)(6) and diflucan. No follow up appointments scheduled but plans to continue care with her gynecologist and neurologist.